Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer set up the pump and forgot to input the bolus settings. Tandem technical support guided the customer through inputting their bolus settings. Customer's blood glucose level was 227 mg/dl.